Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a solent omni thrombectomy system. The effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. The shaft was kinked 56cm and 75cm from the tip. The kink 56cm from the tip also had a hole through the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4)

Event description:
Reportable based on the product analysis completed on january 31, 2018. It was reported that during unpacking an angiojet solent omni catheter, the device was kinked. Another device was used to complete the case. However, the returned product analysis revealed a hole in the shaft 56cm from the tip.